Manufacturer narrative:
A3b) patient gender - not available from facility. H3) lld was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia and endocarditis. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (11f tightrail sub-c rotating dilator sheath, 11f tightrail rotating dilator sheath (long), 14f glidelight laser sheath, 13f tightrail rotating dilator sheath (long), 12f glidelight laser sheath, 16f glidelight laser sheath, and visisheath (large and small) dilator sheaths), the ra lead was successfully removed. Targeting the rv lead with the 13f tightrail rotating dilator sheath (long), it would not advance past the midway point between the two coils of the lead due to extruding wires from the lead. During the attempt to bend the extruding wires back toward the distal tip which would free advancement of the tightrail, the distal tip released from the rv apex freewall. The rv lead was removed; however, the patient¿s blood pressure dropped, and a pericardial effusion detected via transesophageal echocardiogram (tee). Rescue efforts began, including compressions, pericardiocentesis, bypass, and sternotomy. A rv perforation was discovered and repaired, and the patient was placed on extracorporeal membrane oxygenation (ECMO) and transferred to the ICU. The patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.